Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a 23 in, 6 mm infusion set, with a manual blood glucose of 477 mg/dl and the cgm reading ¿high,¿ along with repeated insulin occlusion alerts that resolved only after a full supply change. Symptoms included hyperglycemia without reported additional clinical symptoms. Outcomes included device interruption from occlusion alerts followed by restoration of insulin delivery after the supply change, and the user reported that glucose levels subsequently settled. Investigation included troubleshooting and education with guided replacement of infusion set and supplies, assessment of occlusion alerts, and follow-up contact. Investigation of this case revealed an insulin delivery occlusion that was corrected by replacing the infusion set and supplies, after which the device functioned as intended. It was concluded that the event was due to an infusion set occlusion that resolved with standard corrective action, with no further device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.